Manufacturer narrative:
(B)(4). Concomitant medical products: femoral component size e right 00576401552 lot 62343590, articular surface size ef 10 mm height 00596203210 lot 62436911, all poly patella size 35 00597206535 lot 62440749. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00153, 0002648920-2019-00334, 0001822565-2019-01950, 0002648920-2019-00335.

Event description:
Patient has reported experiencing swelling and pain five years post right total knee arthroplasty. No additional information is available at this time.

Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: the reported event was unable to be confirmed; no product, photos, or relevant medical records were received for review. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.